Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose level was unknown at the time of incident. Customer was assisted with troubleshooting. Customer reported the drive support cap appears normal. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.